Manufacturer narrative:
Addiional information: b5, e1, e3 block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h6 (evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the bile duct during sphincterotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with second dreamtome rx 44. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the bile duct during sphincterotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with second dreamtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked 8mm from the proximal pierced hole. The device was observed under magnification, and the cutting wire was broken, kinked and blackened. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during sphincterotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. The procedure was completed with second dreamtome rx 44. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.